Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the issue was resolved and customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.